Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice for high blood glucose. The customer stated that the insulin pump was not delivering insulin at all. She was hospitalized in the ICU a few weeks ago for high blood glucose and diabetic ketoacidosis. The customer experienced vomiting, sickness, and ketones. The patient's blood glucose was 530 mg/dl. She was hospitalized for three days and treated with insulin drip and fluids. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.